Manufacturer narrative:
Manufacturer is evaluating the complaint and will send any new information regarding the findings to FDA in a follow up report.

Event description:
On or about (B)(6) 2009, patient underwent placement of an angiodynamics xcela port catheter device, with model number h965451030, and lot number to85854. The device was implanted by dr. (B)(6), m.d., (B)(6) hospital, in (B)(6). On or about (B)(6) 2009, patient presented to (B)(6) hospital in (B)(6), with complaints of sudden onset of lightheadedness and diaphoresis. Patient underwent a CT pulmonary angiogram and was diagnosed with a pulmonary embolism, which required her to begin taking arixtra, an anticoagulant. On or about (B)(6) 2009, patient presented to dr. (B)(6), m.d., a cardiologist, with complaints of fevers and tachycardia. On or about (B)(6) 2009, patient presented to (B)(6) hospital in (B)(6), to undergo removal of the xcela port. The removal procedure was performed by (B)(6), m.d.